Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a battery life issue. Damage to the battery compartment including cracks was noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/19/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated multiple pump reboots, low battery warnings, and replace battery warnings prior to the event date. Evidence of a battery installed with low voltage was also found in the device history. Two cracks were observed along the pump battery compartment. The returned battery cap did not fully secure to the pump due to damaged threads, and a power loss was observed. Current draws were within specifications. The pump case was opened and no damage was observed to the internal components. No evidence of intermittent contact was found upon investigation of the battery terminal contacts. Unrelated to the complaint, the display screen appeared dim, discolored, and difficult to read.